Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained her scs system does not cover all of her pain area and has not used the system in approximately two years. The patient stated reprogramming did not help. The patient stated she would like to have the system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient underwent an explant procedure, no sjm representative was present during the procedure.